Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, there was moisture observed behind the display lens. The pump powered on with an audible tones, vibration and a fully illuminated display. The battery cap was able to fully tighten to the pump. A power loss was not duplicated. The pump case was found to be cracked in right hand corner of display area. A leak test showed a leak at the crack in the pump case. The pump cover was removed and there was evidence of moisture contamination inside the pump and on the keypad flex cable and connector. During evaluation, the keypad was found to be unresponsive. Performance testing for the battery life issue was not able to be performed due to the unresponsive keypad and internal moisture damage.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the pump¿s battery life was less than expected by the user. Reportedly, low battery alarms had occurred. It was also noted that moisture was visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.